Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had become dislodged and the right ventricular (rv) lead exhibited diminished r-waves. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.